Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and linear opening on the posterior side. Leak test and microscopic analysis were performed which identified: smooth crease opening on the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation due to deflation.

Event description:
The device has been explanted.